Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: 3228, UDI: (B)(4), serial: n/a, batch: 4256356.

Event description:
It was reported that the patient underwent a trial due to ineffective stimulation specifically in the patient's feet, which was in the patient's original pain pattern. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating patient got some relief with their scs system, but not sufficient. Surgical intervention took place on (B)(6) 2024 where a drg system was implanted as an additional system. The patient has better effective therapy.

Manufacturer narrative:
Date of event estimated. Correction - section d - device information corrected. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.